Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. There was no ramping number on their own or scrolling bar moving anomaly. The insulin pump was received with cracks on the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 40 mg/dl. Customer treated their low blood glucose with juice. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers scrolled up, the scroll bar moved up on its own without input, the numbers ramped up on their own and the patient was advised the up or down button may have been stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.